Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a noted increase in purge pressure/decrease in purge flow rate. A check was made to see if there were any kinks or other abnormalities, but no abnormalities were found. Anew purge set was opened and replaced. After replacement, the purge set operated normally without any issues. The purging set that was deemed defective was discarded, and it was also difficult to retrieve logs. There was no direct impact on impella operation, so the device was weaned and removed.

Manufacturer narrative:
The investigation into the reported issue has been completed. Data logs were reviewed, and there were no purge related issues or alarms on the reported date (B)(6) . There was one instance of a high purge pressure alarm being triggered on (B)(6) . In this case, there was a rise in purge pressure to 1140 mmhg in less than a minute with a severe drop in purge flows. The purge pressure resolved within 4 minutes without any apparent troubleshooting as there are no indications that the purge cassette or bag were changed during this time in the logs. Additionally, there were no motor current spikes leading up to the event. This spike could have been due to a kink/block of flow in the purge line, but clinical details report that no kinks in the purge line were noted and this event isn't on the date of the reported issue. Product was not returned for investigation. Due to limited clinical details, no product return, and data log review not providing conclusive evidence, the root cause of the high purge pressure could not be determined. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿